Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of over 300 mg/dl. The customer stated that they believe the insulin pump that they are using does not work properly. The customer stated that they were at the doctor's office and they will call the help line to trouble shoot the insulin pump. No further information was provided.